Manufacturer narrative:
H.6. Investigation: two (2) samples were returned from the customer for investigation. The samples were visually examined and it was observed that one (1) sample has a plunger rod which has a piece of one (1) of the ribs broken off and the other sample has a crack in the rib of the plunger rod in approximately the same area. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, plunger rods are fed through a chute to the assembly process. If the chute is empty, the plunger rods can experience excessive force when falling through the entire chute. A sensor was installed on the chute to determine if the chute is empty. When the chute is full, the plunger rods do not slide the entire length of the chute and have a reduced risk of damage. The sensor will not allow plunger rods to automatically feed into the chute unless it is full. However; the plunger rods still experience piece to piece and piece to equipment contact while could result in damage.

Event description:
It has been reported that the syringe 20ml ll s/c 48 has been found experiencing inability to contain medication during use. The following has been provided by the initial reporter: when preparing the injection, leakage at the plunger. After inspection it turns out there's a crack on the plunger. After pressure, plastic got broken. So I changed the syringe and I could observe the same defect. It seems another colleague got the same issue the day before. But the syringe was not kept.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 20 ml ll s/c 48 has been found experiencing inability to contain medication during use. The following has been provided by the initial reporter: when preparing the injection, leakage at the plunger. After inspection it turns out there's a crack on the plunger. After pressure, plastic got broken. So I changed the syringe and I could observe the same defect. It seems another colleague got the same issue the day before. But the syringe was not kept.